Manufacturer narrative:
Manufacturing review: manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: the catheter sample was not returned, and images have not been provided so that an evaluation was not performed. The alleged issue could not be re produced which led to an inconclusive evaluation result. Based on the investigation the reported issue was inconclusive. A definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10:the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment for common iliac aneurysm via ipsilateral femoral artery access the stent graft allegedly deployed less than 1cm and became stuck. Reportedly, the healthcare provider attempted to further deploy the stent graft from the outer catheter, but failed. It was further reported the stent graft catheter was removed, and a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
It was reported that during treatment for common iliac aneurysm the stent graft allegedly deployed less than 1cm and became stuck. Reportedly, the healthcare provider attempted to further deploy the stent graft from the outer catheter, but failed. It was further reported the stent graft catheter was removed, and a new device was used to complete the procedure. There was no reported patient injury.